Manufacturer narrative:
Clarifications to initial reporter.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported right side "rupture", "siliconeomas" and "calcifications." Device remains implanted.